Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when the button was pressed the catheter didn't retract on an 22 g x 1.00 in. Bd insyte¿ autoguard¿ shielded IV catheter. No medical interventions.

Manufacturer narrative:
Results: received 40 unused iag 22ga units in sealed packages from the lot number 7076841. There were 40 units in a dispenser. Observed there was no mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. Observed no signs of bends, cuts, holes, kinks, splits, or wrinkles were found in the catheter tubing or the needle thru catheter. Functional test (needle retraction) was performed: performed the hub twist test then depressed the buttons. The retraction was successful, no delayed reaction was observed. (There was no audible click when the units were retracted). A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7076841. Conclusions: the defects needle retraction failure; as stated in the subjects of the pir were not confirmed. The returned units did not display any adverse characteristics that would contribute to the defects the customer experienced, per the pir. The defects described in the incident report could not be confirmed or replicated with the returned units. The actual unit described in the incident report was not returned for evaluation. Reproduction of the customer¿s experience was not achieved with the testing performed on the returned units. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.